Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v598061, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had a blood pressure (bp) of 172/129 after medication change and felt increased nausea and dizziness. The patient was reportedly encouraged to go to urgent care. The bp was 115/81 and 101/65 on (B)(6) 2012 respectively. The patient was seen on (B)(6) 2012 and the paxil was stopped. The patient was instructed to contact the healthcare provider if they were interested in something new for anxiety and to continue current management for hypertension.the patient was administered zofran 8mg tid for 2 days for nausea. There was an urgent care visit on (B)(6) 2012 for nausea and vomiting. Bentyl 20 mg qid prn po, zofran 4mg po q8hr, prn, and metoclopramine 10mg tid (15 tabs only) were ordered. The event resolved without sequelae on (B)(6) 2013.

Event description:
Additional information received reported that the event date was on (B)(6) 2012 and the event was resolved without sequelae on (B)(6) 2012.

Event description:
Additional information reported that the event was noted as a drug side effect. It was also reported that drug paxil was stopped on (B)(6) 2012. The event outcome was reported as resolved without sequelae on (B)(6) 2012. If additional information is received, a follow up report will be sent

Event description:
Further information reported that the drugs paxil, lisinopril/hctz were added to patient's regime and that they were taken off coreg. If additional information is received, a follow up report will be sent.